Event description:
The device while being serviced was found to have the standoffs that help secure the front casing closed are broken off and missing. There was no patient involvement. The device while being serviced was found to have the standoffs that help secure the front casing closed are broken off and missing. The device needs a bezel. Upon conclusion of the evaluation, it was determined that the bezel requires replacement. The device after servicing will be returned to the customer. No further evaluation around the bezel warranted at this time.

Event description:
The device while being serviced was found to have the standoffs that help secure the front casing closed are broken off and missing. There was no patient involvement. The device while being serviced was found to have the standoffs that help secure the front casing closed are broken off and missing. The device needs a bezel. Upon conclusion of the evaluation, it was determined that the bezel requires replacement. The device after servicing will be returned to the customer. No further evaluation around the bezel warranted at this time.